Event description:
It was reported that during follow-up, the atrial lead exhibited noise. The noise was reproducible with isometrics. The device was reprogrammed. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.